Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2010. They subsequently underwent right knee revision surgery on (B)(6) 2022, approximately 12 years 7 months post primary procedure. Revision op report states that "there was clear evidence of poly wear and debris" and that "the tibial insert demonstrated evidence of oxidation and failure." Both the femoral and tibial components were determined to be satisfactorily fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6); 200-02-32 - three peg patella 32mm. (B)(6); 200-04-22 - cemented finned tib. Tra sz 2f/2t. (B)(6); 232-03-02 - optetrak asy, cr porous femoral, sz 2, right.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d5 h6 the following sections were corrected: b1 b2 e2 h6 the reason for the revision reported in case-2023-00009844 cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.